Manufacturer narrative:
The investigation into the hemolysis has been completed since the original report was filed. The user facility has returned the impella device, and the benchtop analysis of the root cause revealed that the cause of the hemolysis was biomaterial. The failure mode will be monitored and trended.

Event description:
A 55-year-old female presented with right heart failure. To rest the right heart, an impella rp has successfully been placed. High purge pressure/purge system blocked alarm occurred, subsequently hemolysis has been noted. Decision was made to remove the impella rp, as the physician team assessed that the patient had recovered enough.

Manufacturer narrative:
The impella device has been returned to the manufacturer. When the investigation is complete, a supplemental report will be filed.